Event description:
It was reported that during cvc insertion through the patient's jugular, at the moment of guide wire removal, resistance was met. For that reason, an x-ray was taken, which showed that the guide wire took an irregular form inside the subclavian vein. This was a serious adverse event as surgical intervention was required to remove the guide wire which remained inside the patient. Another attempt was successfully performed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.